Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2009. Information contained in this report was previously submitted through asr/psr on (B)(6)2013. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "nipple discharge and pain."

Event description:
Patient reported right side being diagnosed with "cancer," specifying "basal cell skin cancer" not device related. Patient additionally reported "nipple discharge and pain." Physician reported implant exchange with no complaint against the device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, weight to the spec. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening.

Event description:
Patient reported right side being diagnosed with "cancer," specifying "basal cell skin cancer" not device related. Patient additionally reported "nipple discharge and pain." Physician reported implant exchange with no complaint against the device. The device has been explanted and replaced.